Event description:
During treatment with bovine collagen, the needle completely disengaged from the syringe. Neither patient nor practitioner were injured. This event is being reported due to the possibility of injury with future occurrence.